Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular lead exhibited loss of capture which was suspected to be due to dislodgement. The pace impedance measurements were noted to have decreased. This lead remains in service. No adverse patient effects were reported.